Event description:
The patient had a primary hip surgery and was implanted with competitor components. Subsequently, on (B)(6) 2022, the patient came in and had the competitor stem revised to a medacta proximal body and distal stem and competitor head revised to a medacta head. The surgery was completed successfully. On (B)(6) 2022, the patient came in reporting pain due to a dislocation and the cause of the dislocation is unknown. The surgeon revised the medacta head and proximal body with a new medacta head and proximal body. The surgeon also revised the competitor cup and liner with a new competitor cup and liner. The surgery was completed successfully.